Event description:
During a post-implant check the rv impedance was noted to be 2500 ohms. The pocket was reopened and the lead was rechecked with the analyzer and the thresholds were normal. The physician felt that the header appeared cloudy and requested a new device.